Event description:
Healthcare professional reported via sales representative that "a patient is experiencing a "[left breast]" seroma and is going to be reoperating on the patient."

Manufacturer narrative:
This event is being reported as serious injury due to the reported seroma with surgical intervention. A review of the device history record for strattice lot sp300078 has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. If additional information is made available by the reporter, a supplemental report will be submitted.